Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately three years post-implantation due to alleged loosening and corrosion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.